Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after inserting the bd insyte¿ autoguard¿ bc shielded IV catheter into the patient and pressing the button for needle retraction, blood "splattered" outside the hub of the IV. Blood was also noticed on both sides of the septum. The following information was provided by the initial reporter: "IV was inserted into patient, and when button was pushed for needle retraction a drop of blood splattered outside the hub of the IV. Side note, I also noted blood on both sides of the blood control septum, indicating the individual who placed the line most likely did the ¿push pull¿ technique associated with the smiths product."

Manufacturer narrative:
Investigation: during DHR review: no quality notifications were initiated during production. All challenge, set up and in process inspections were performed per specifications. Received a fully retracted 18ga needle-barrel assembly, a catheter-adapter assembly and an empty-open package from lot number 8337680. Visual/microscopic evaluation: open unit: no physical-mechanical damage was observed on any of the components of the catheter adapter assembly. No signs of leakage was observed beyond or around the septum. The actuator and septum were correctly assembled. The blood escape test could not performed since the unit was classified as ¿biohazard-contaminated.¿ there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Event description:
It was reported that after inserting the bd insyte¿ autoguard¿ bc shielded IV catheter into the patient and pressing the button for needle retraction, blood "splattered" outside the hub of the IV. Blood was also noticed on both sides of the septum. The following information was provided by the initial reporter: "IV was inserted into patient, and when button was pushed for needle retraction a drop of blood splattered outside the hub of the IV. Side note, I also noted blood on both sides of the blood control septum, indicating the individual who placed the line most likely did the ¿push pull¿ technique associated with the smiths product."